Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance department. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system displayed ap, vp and (as) with an as approximately 200 ms after the vp. Additionally, atrial threshold measurements were elevated and no sensing measurements could be obtained on the atrial channel. The patient has a mechanical vitral valve and the caller was inquiring about programming options as adjusting the sensitivity and extending the blanking period was unsuccessful. A boston scientific technical services consultant discussed the clinical observations with the caller. An elective revision procedure was subsequently performed as the device reached normal battery depletion. During removal of the atrial lead from the device header, the lead insulation separated from the terminal pin. The lead was cut and surgically abandoned. The terminal pin remained in the device header. No additional adverse patient effects were reported.